Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient received an occlusion alarm (alarm number in pump history: 26) on their pump when they were administering a bolus. Through troubleshooting with the distributor, it was observed that the site did not appear to be compromised. The patient inserted a new site. The patient's blood glucose levels were 270mg/dl at the time of the event. The patient did test for ketones. To address the high blood glucose levels, the patient administered a bolus through their pump. No permanent injury was reported. See MFR: 3012307300-2017-01356.